Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the pacemaker dependent patient was admitted to the hospital for monitoring of their heart rate. It was further reported that the patient's heart rate was in the 30 bpm range and there were high right ventricular lead thresholds and loss of capture noted. Programming of the ventricular output was recommended to ensure capture. The lead remains in use. No further patient complications have been reported as a result of this event.